Event description:
Immediately following deployment of the duett pro, the patient devloped loss of pulse and pain in the leg. An arterial occlusion was diagnosed with magnetic resonance angiography. Thrombolytic and anticoagulation therapy was started. The event was resolved one hour post deployment without additinal complicatins. Although unconfirmed, the physician stated that he believed that the thrombus originated from the right iliac artery.